Manufacturer narrative:
Initially, the injector applied a treatment protocol including: hyaluronidase (1000 iu twice, on (B)(6) 2021), carboxytherapy, nitroglycerin cream, antibiotic therapy and oral acetylsalicylic acid. On (B)(6) 2021, the affiliate contacted a local medical expert, who recommended adding corticosteroids (prednisone 30mg, 1 tablet every 8 hours) and changing the antibiotic (from hamoxicillin to ciprofloxacin 500mg, 1 tablet every 12 hours for 15 days). The expert also suggested using rectogesic ointment every 4 hours. The injector continued with daily control of the patient, reporting a notable improvement the next day and subsequent days. On 11 may 2021, we received confirmation of the resolution of the adverse event. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Literature data: (B)(6). Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e (B)(6). Treatment algorithm of complications after filler injection: based on wound healing process. (B)(6) med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
The case occurred outside of the us, in (B)(6). According to information received as of 11 may 20212021, the patient received on injections of teosyal rha 2 in the glabella and forehead lines on (B)(6) 2021. Three days later, on (B)(6) 2021, the patient develops an adverse reaction: possible ischemic injury in the frontal area, according to the injector.